Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to turn stimulation off last night but could not. The implantable neurostimulator (ins) ended up being depleted. The patient then recharged and was getting 8 coupling bars but the ins was still showing depleted on the day of the call. During the call, the patient pulled the implantable neurostimulator recharger (insr) recharge data and it showed the patient recharged on (B)(6) 2017, charged 3 times on (B)(6) 2017, and 2 times on (B)(6) 2017. The best the patient got according to the recharge data was 2 coupling bars for 3 minutes on (B)(6) 2017. The insr data was not corresponding with what the patient was saying about getting all 8 coupling bars. The patient had hd programming. It was noted that thus it must mean that the patient had successfully recharged since (B)(6) 2017 when the patient was implanted. There were no patient symptoms reported.